Event description:
It was reported that this insertable cardiac monitor (icm) came out of the patient's body. A new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.